Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient's controller had a critical battery alarm while two fully charged batteries were connected. There was no reported patient injury related to this event. The controller was exchanged by the facility and returned to the manufacturer. Upon evaluation the controller passed visual and function testing, however, log file review confirmed the reported critical battery alarm'. The root cause for the reported event is likely a communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The manufacturer has an open internal investigation to evaluate these types of issues a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller had a critical battery alarm while two fully charged batteries were connected. The controller was exchanged and was returned to the manufacturer. There was no reported patient injury as a result of this event.